Event description:
It was reported that the fiber was returned without performance allegation information. Analysis of the returned fiber identified that the glass tip was broken and detached.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. The fiber passed functional testing for connector function. The hene (helium-neon) functional test found no breaks along the fiber length. However, microscope inspection identified that the glass tip was broken and detached. The tip was not returned. The device history record review was completed, and it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. The instructions for use (IFU) was reviewed. The IFU states: do not press the fiber end into the tissue, which will create stress between the fiber and the opening (edge) of the endoscope. Damage to the fiber may result. Do not bend the fiber at sharp angles. Damage may occur to the fiber. There was no evidence of device misuse, off label use, or failure to follow instructions. A review of the greenlight hps hazard analysis was completed and confirmed that the event of glass cap detached/separated was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on all information available, no complaint was reported, thus, any issue experienced by the customer could not be confirmed. However, analysis of the returned fiber identified that the glass tip was broken and detached. It is likely that the fiber was pressed into tissue and/or was inadvertently bent against the scope edge during use, thereby causing the tip to break and detach. Therefore, an investigation conclusion code of unintended use error caused or contributed to the event was assigned to this investigation.